Event description:
A channel silicone drain broke apart at the time of removal by the surgeon. The patient was taken back to surgery to have the indwelling drain portion removed. No further complications were reported.